Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery. A 10.0 x 20, 75cm mustang balloon catheter was advanced for dilatation. Inflation was performed three times at 10 atmospheres for 30 seconds; however, during the third inflation, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was good.